Manufacturer narrative:
Pending investigation

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2020. Approximately 2 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: failure of total knee replacement there was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but evidence of prothesis loosening. The polyethylene was removed. There was osteolysis surrounding the femoral component anterior and posterior as well as the medial tibial plateau. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.